Manufacturer narrative:
One device was returned for analysis. Visual inspection found a lifted downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to damage from drop or overuse. The device was repaired. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a broken latch. During physical inspection, it was found that there was a lifted downstream occlusion seal. There was no patient involvement, and no patient injury was reported.